Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the physician was aware of the issue and was ordering x-rays to see if there was an obvious fracture or disconnection somewhere. The rep was to see the patient on (B)(6) 2017 to review and troubleshoot further.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. A manufacturing representative (rep) reported that the patient's stimulation stopped while they were sleeping. The patient's device was checked and impedances were stated to be high; caller states with reference 0, all electrodes are out of range and with reference 3, electrodes are around 19-22k or 22-28k ohms. It was noted that the patient hasn¿t had any issue with their device up until then. The patient usually gets good relief around 4v but the stim was turned up to 10.5 and the patient isn't feeling anything, anywhere; caller programmed contacts 2-3 and patient didn't feel anything around 7v and then programmed contact 0-1 and patient didn't feel anything up to 10.5v. The patient is expected to follow up with their health care provider (hcp) for possible surgical intervention. No further patient complications have been reported as a result of this event.